Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 12 mg/dl and treatment was administered by emergency medical services. The cause of the low bg was not reported; however, the customer did not suspect it was related to the pump. The customer declined to provide further information regarding the event. Bg at the time of the report was 205 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to damaged usb pins.